Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced elevated blood glucose (bg) of 30.2 mmol/l with small ketones, slurred speech, extreme thirst, excess urination, dizziness, lightheadedness, fatigue and confusion associated with an alleged inaccurate delivery. It was also reported that the patient experienced a ¿drunk¿ feeling. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient reported that their high bg level did not decrease when providing self-treatment in the form of correction boluses and then manually injected insulin (about 8 units). No further treatment was provided. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did not match and there was no known cause of the variation. Troubleshooting also indicated that the basal history matched the active basal program settings. This complaint is being reported based on the allegation that the patient experienced hyperglycemia because of an alleged inaccurate delivery issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 10/24/2017 with the following findings: review of the basal total daily doses history for (B)(6) 2017 showed the records appeared to be inaccurate due to manual suspension of the pump from 08:44 to 08:59 and from 19:07 to 19:12. The pump powered on and was exercised for 24 hours. At the conclusion of the exercise the total daily dose amounts added up to correctly reflect the programmed basal rates. Accuracy testing revealed the pump was delivering accurate and within range. No errors, alarms or warnings occurred during the investigation. The pump was found to be operating as intended without malfunction. Investigation did not duplicate the complaint.